Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device software was updated to the latest compatible version and then after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker determined that the cause of the reported issue was due to old software.

Event description:
The customer contacted physio-control to report that their device display was blank. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device display was blank. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event.